Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7164938; medical device expiration date: 05/31/2018; device manufacture date: 06/13/2017. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 121620 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes "sst - 367986 - gel migration".